Manufacturer narrative:
The device was returned for evaluation. The customer's reported issue was unable to be confirmed or reproduced during functional testing. The customer complaint could not be found in the alarm logs with no relevant codes available. The device passed all functional testing; the customer protocol was unavailable and the logs could not be used to confirm the complaint. No probable cause could be determined as the complaint was not replicated during testing.

Event description:
The event involved a plum a+ infusion pump in which the customer reported that the nurse saw an air bubble, distal end; the device had allegedly delivered an air bubble to the patient and that the device failed to alarm. There was patient involvement but no harm was reported as a consequence of this event.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.